Event description:
It was reported patient experienced pain at the ipg site. Imaging revealed that ipg had migrated. During surgical intervention on (B)(6) 2025, one of the leads were accidentally cut by the physician. Investigation was unable to identify which led. As a result, the entire system was explanted and replaced to address the issues. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.